Manufacturer narrative:
The complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported app does not scan the sensor. Attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the freestyle librelink application. Customer was unable to receive scanning results from the sensor via the freestyle librelink application. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of loss of consciousness, requiring treatment of juice and biscuits by a healthcare professional (hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the freestyle librelink application. Customer was unable to receive scanning results from the sensor via the freestyle librelink application. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of loss of consciousness, requiring treatment of juice and biscuits by a healthcare professional (hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.